Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of peritonitis bacterial with culture positive for (B)(6) in a patient coincident with extraneal viaflex, physioneal, nutrineal and gambrosol therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced had cloudy effluent, but no pain, and went to the hospital. On (B)(6) 2011, the patient was hospitalized and started on the remedial medications on nebcina (tobramycin) (ip) and vancomycin (ip), (doses and frequencies not reported). On (B)(6) 2011, the patient had a repeat peritoneal effluent leucocyte count and the result was 660 x 10^6/l more "mono- than poly-". On the same date, the remedial medications of vancomycin and tobramycin were discontinued. On (B)(6) 2011, the patient was discharged from the hospital and considered recovered from the bacterial peritonitis. No statement of causality was reported for the event. Baxter considered physioneal, nutrineal and gambrosol as suspect products.